Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-09259. It was reported that the burr became stuck on wire. The target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery(lad). A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure, a 330cm rotawire¿ was crossed in the target lesion. While pushing the burr, it was noted that the burr got stuck in the calcified part of artery and repeated effort could not pull it back. It was also observed that the burr became stuck on the wire. Then, a guidezilla¿ was used to reach near the target lesion. However, the guidezilla¿ was noted to be kinked and had to be taken back. After a prolonged effort, cardiothoracic and vascular surgery(ctvs) was performed to remove the devices out of the patient's body. During surgery, the burr that became stuck in the lesion was cut and the remaining part of the device and the wire were removed through radial puncture route. No further patient complications and the patient is doing well.